Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. It was stated that the infusion set got pulled off and the customer did not notice until she got sick and ended in the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.